Manufacturer narrative:
Occupation: educator additional reporter: theresa, cath lab nurse the product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a fiber optic sensor failure occurred. The customer verified they had performed all troubleshooting and switched out the console and the alarm was still going off. The getinge representative had them verify one more time that the fiber optic cable was seated appropriately then explained they would need to switch over to the inner lumen of the catheter as an alternate arterial pressure (ap) source to safely and effectively time and run the iab pump. The getinge representative took the customer through the steps which they said they had already done and the pump was reading ¿transducer no cable.¿ the getinge representative had them trace lines which were all appropriate and secure. The getinge representative gave then several options, suggesting they switch out the pressure cable first which resolved the issue. There was no patient harm or adverse event reported.

Event description:
It was reported that after approximately three hours of intra-aortic balloon (iab) therapy, a fiber optic sensor failure occurred. The customer verified they had performed all troubleshooting and switched out the console and the alarm was still going off. The getinge representative had them verify one more time that the fiber optic cable was seated appropriately then explained they would need to switch over to the inner lumen of the catheter as an alternate arterial pressure (ap) source to safely and effectively time and run the iab pump. The getinge representative took the customer through the steps which they said they had already done and the pump was reading ¿transducer no cable.¿ the getinge representative had them trace lines which were all appropriate and secure. The getinge representative gave then several options, suggesting they switch out the pressure cable first which resolved the issue. The iab was removed after six days of therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
Additional information: (B)(4). Device evaluation: the iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. The returned sheath was not a maquet product. The extender tubing was also returned. A kink was found on the catheter tubing and inner lumen near the y-fitting approximately 76.2cm from iab tip. The optical fiber was found to be broken at this location. Additionally, the optical fiber was found to be broken within the membrane approximately 8.4cm from iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).